Event description:
Clinical study #3003-002 a-p; same case as 6000089-2006-02279, 02280, and 6000093-2006-02129. It was reported that right after a coronary drug eluting stenting treatment procedure, the patient had an acute stent thrombosis (st). The index procedure treated a 2.5x23mm, 100% stenosed lesion in the ramus intermedius artery with placement of 4 overlapping taxus express2 drug eluting stents of size 2.25x24mm, 2.5x12mm, 2.5x8mm, 2.25x8mm. Concomitant medications include heparin, aspirin and clopidogrel. Beta blocker was administered immediately after the index procedure. Thirty minutes post procedure, the patient developed chest pain. ECG showed st elevation in leads I and avl. Stent thrombosis was found in the 2.25x24mm stent in the ramus which was the infarction-related vessel. There was also atrial fibrillation. The thrombosis was removed with export catheter. Post dilation was performed without dissection. The flow was restored to timi iii. The patient's chest pain was relieved and was discharged in good condition 6 days later on ace inhibitor, statin, aspirin, clopidogrel and beta blocker. In the opinion of the physician the relationship of the st to the taxus stent was possible.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.